Event description:
Hill-rom received a report from the account stating the bed exit alarm would not engage (set). The bed was located at the account in (B)(6). There was no pt/user injury reported. (B)(4).

Manufacturer narrative:
The hill-rom tech found the bed exit required reset. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed in 2012 and 2013. It is unk if the facility performed any other preventative maintenance on this bed. The tech zeroed the bed exit alarm using the pt caregiver keypad to resolve the issue. Based on this info, no further action is required.